Event description:
It was reported that the clinical subject experienced pain following the surgery, the event was treated via medication. On (B)(6) 2021 subject had a revision surgery. Subject outcome is unknown.